Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that during a total hip arthroplasty, the taper setter and locking bolt would not thread onto the distal stem; it was observed that the threaded portion of the stem was off-center within the proximal body. The surgeon implanted the stem without the taper setting device or the locking bolt.